Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous repairs in the last 12 months. The customer reported issue could not be confirmed through accuracy testing as the device passed at 20.8ml, 20.6ml, and 19.8ml, which falls within the range in the tsm of 18.2ml-22.2ml. No device problem was identified. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was an over-delivery of fluids. There was no reported patient involvement.